Event description:
(B)(4). The patient was enrolled in (B)(6) 2006. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 5.0mm. The lesion length was 26mm and 70% stenosed as measured via nascet. The target vessel was nontortuous with 2+ calcium present. No thrombus, ulceration, dissection or pseudo-aneurysm was identified. No cerebral protection was used during the procedure. A 7.0mm/40mm carotid wallstent monorail was delivered and successfully placed at the intended site. Pta was performed with a non-bsc balloon catheter. Atropine 0.4mg was given during the procedure. Residual stenosis was estimated at 0-29%. Post-procedure the subject remained symptomatic. The carotid wallstent was found to be patent with a residual stenosis of 0%. The patient had a follow up visit in (B)(6) 2006. The patient was continuing to be symptomatic. A transient ischemic attack (tia) with blurred vision and slurred speech occurred in (B)(6) 2006. Left hemi paresis and abnormal cranial and eye examination were unchanged from the prior visit. The carotid wallstent remained patent with 0% residual stenosis. The patient also had follow up assessments in (B)(6) 2006 and (B)(6) 2007. The patient had continuing symptoms and neurological deficits unchanged from prior assessments. The wallstent remained patent with 0% residual stenosis.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.